Manufacturer narrative:
A video demonstrating the reported issue was provided for the investigation. In the video the masimo sensor was not attached to a finger, exposed to ambient light and still providing a spo2 waveform. By design the cited masimo is not encased and therefore susceptible to ambient light when not attached to a patient. The cited nellcor sensor has an encasement and is more resilient against ambient lighting when not attached to a patient. The effects of ambient light are a known general limitation of spo2 monitoring and the delta instructions for use contain the following statement to inform the user about the limitation: ¿ambient light can interfere with pulse oximetry measurements if the sensor is not properly attached, causing erratic measurement or missing values. Observe proper sensor placement and cover the sensor with opaque material if interference due to ambient light is suspected.¿ the characteristics of the ambient light in this case caused an erratic measurement. In case the ambient light causes missing values, the user will be notified by a *** value displayed in the parameter box and a visual and audible alarm notification.

Event description:
It was reported that even though a disposable masimo spo2 sensor was disconnected from the patient there was a waveform and parameter value displayed on the screen. Reportedly changing to a reusable nellcor spo2 sensor fixed the issue.